Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The reported issue of the unit being unable to discharge during cardioversion could not be reproduced during testing. Review of the device logs indicated the unit was placed into synchronized cardioversion mode and displayed advisory messages of "no qrs detect" and "change leads," which are expected when the heart rate is below 20 bpm or when the ECG signal quality is inadequate for synchronization. Additional log data indicated ECG lead-off conditions and a defibrillation pad short message. When a pad short condition is detected, the device is designed to inhibit shock delivery at selected energy levels and only allow discharge at 30 j for testing to ensure patient safety. The device functioned as designed and appropriately prevented shock delivery under the detected conditions. The device passed all functional testing. The pads and accessories were not returned for evaluation. The analog board will be replaced as a precaution. The device will be recertified and returned to the customer. No trend is associated with reports of this type.

Manufacturer narrative:
This device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device failed to discharge. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.